Event description:
An aneurx stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant is unknown. Approximately seven years post index procedure and during a follow up visit a CT revealed a possible type ib endoleak coming from the right iliac extension. The physician noted the type ib endoleak due to disease progression and short iliac. The patient did have regular follow up visits; however, was not symptomatic. The physician decided to treat the patient by adding a 16x10x124 and a 16x20x93. The intervention was completed successfully and the endoleak was resolved. No clinical sequelae were reported and the patient is doing fine.

Manufacturer narrative:
(B)(4). Results, conclusions: inherent risk of procedure (endoleak). Patient¿s condition affected effectiveness of device (disease progression; iliac artery dilatation and short seal zone).